Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for multiple tests on a cobas 6000 c (501) module. Of the data provided, the gluc3 glucose hk gen.3 results for 2 patient samples were a reportable malfunction. Patient 1 initial gluc3 result was 5 mg/dl with a repeat result of 107 mg/dl. Patient 2 initial gluc3 result was 2 mg/dl with a repeat result of 93 mg/dl. Patient 2 is a (B)(6) female with a date of birth that was requested but not provided. The erroneous results were not released outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The gluc3 reagent lot was 317737 with an expiration date that was requested but not provided. The field engineering specialist found a partially clogged sample probe. He also found sample build up on the side of the rinse station that the probe would touch everytime it was at the rinse station. He also found that the gear pump was starting to fail. He cleaned the rinse station, replaced the probe and the gear pump. He performed all necessary adjustments. The customer ran qc and all results were acceptable. Further investigation confirmed the issue was resolved due to the field engineering specialist findings. The customer confirmed that the issue has been resolved.